Manufacturer narrative:
Complaint product experience coding was updated to better describe the reported. Therefore, h6. Medical device problem coding was corrected/updated and repopulated. Note: h6 component, and investigation type/findings/conclusion coding remain unchanged as previously reported. Change in reportability, the reportability assessment was revisited and updated to serious injury. Sections b1 (adverse event/product problem), b2 (outcomes attributed), h1 (type of reportable event) and h6 (health effect-clinical and impact codes) have been updated, corrected accordingly. Additional corrections: update/correction was to fields: a4 weight, b6. Tests/lab data including dates, and b7: medical history.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during initial insertion, the impella cp folded on itself and was pulled back acutely, resulting in embolization and retrieval via snaring. The embolized impella cp was retrieved via contralateral sheath placement and snaring. The event was resolved with placement of a new cp device. No patient harm was reported.